Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of interrogation failure was confirmed in the laboratory. The device was tested on the bench and viewing a device image and found a consistency with a crc error which caused the inability to communicate via rf. Inductive telemetry communication ability remains normal.

Event description:
It was reported the device could not be interrogated while still in the box. This device was not implanted.